Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and all channels of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time] the subject device : unspecified microbes [second time] the suction channel : unspecified microbes (200cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator before the second microbiological testing. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by olympus (B)(4) co. Kg ((B)(4)) found deterioration of adhesives on the distal end and the bending section cover and scratches in the instrument channel. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.